Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss potentially due to patient's phone being non-compatible. No intervention was performed. There were no patient consequences reported.